Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the right ventricular lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. On (B)(6) 2016 electromagnetic interference noise was observed in save to disk electrograms. Concomitant products: dtba2q1 ICD, implanted: (B)(6) 2015 this device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead alert triggered for episodes of noise and an elevation in sensing integrity counters on the right ventricular lead as seen on stored electrograms. It appears that this was due to electromagnetic interference in the patient's home. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.